Event description:
It was reported that medication was having trouble flowing through bd phaseal¿ optima system, injector, n35-o during use. The following information was provided by the initial reporter: material no.: 515052 batch no.: 1907151, unknown. Per complaint form: we are noticing that the injectors seem to be pulling drug back into the vial after we have detached the syringe with the amount we had needed causing us to have to back into the vial a few times to get the desired amount to stay. Per rep: just to clarify, the drug was being pulled from the syringe/injector back into the protector/vial - I¿m suspecting a pressure equalization issue. Therefore, drug was remaining in the system and not leaking outside of it, so no exposure.

Manufacturer narrative:
H.6. Investigation summary: three samples from injector lot 1907151 were returned to our quality team for investigation. The product was visually inspected with no defects observed. The samples were functionally tested, the injectors connected to samples protectors along with the vial and a syringe according to the instructions for use. In all cases it was possible to withdraw fluid from the vial, the expansion chamber functioned properly, and the product functioned as intended. A device history review was performed for reported lot 1907151, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Testing results for lot 1907151, along with the testing performed on the received samples were reviewed, no defects were observed, and product met required specifications. Based on the available information we are not able to identify a root cause at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1907151. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-07-04 . Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that medication was having trouble flowing through bd phaseal¿ optima system, injector, n35-o during use. The following information was provided by the initial reporter: material no.: 515052 batch no.: 1907151, unknown. Per complaint form: we are noticing that the injectors seem to be pulling drug back into the vial after we have detached the syringe with the amount we had needed causing us to have to back into the vial a few times to get the desired amount to stay. Per rep: just to clarify, the drug was being pulled from the syringe/injector back into the protector/vial - I¿m suspecting a pressure equalization issue. Therefore, drug was remaining in the system and not leaking outside of it, so no exposure.